Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in date of event is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that two weeks prior to calling adc customer service on september 7, 2016 she was not feeling well so she performed a test using her adc blood glucose meter and received a reading of 109 mg/dl, which was lower than a subsequent reading obtained at a hospital. Customer further reported she was rushed to the emergency room where a reading of 398 mg/dl was received on an unspecified hospital device. It is unknown how much time may have elapsed between the two readings. Customer noted she was treated with insulin. No further information was provided the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported that two weeks prior to calling adc customer service on (B)(6) 2016 she was not feeling well so she performed a test using her adc blood glucose meter and received a reading of 109 mg/dl, which was lower than a subsequent reading obtained at a hospital. Customer further reported she was rushed to the emergency room where a reading of 398 mg/dl was received on an unspecified hospital device. It is unknown how much time may have elapsed between the two readings. Customer noted she was treated with insulin. No further information was provided the customer as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.